Manufacturer narrative:
Reliability analysis evaluated 1 opened and or used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test, and the reservoir was filled with diluent, and connected to a new infusion set. The reservoir was installed and connected into a 7xx pump. Performed infusion set. Catheter tip was performed. The reservoir was found to not be occluded. (B)(4).

Event description:
The customer reported via phone call of a no delivery alarm on their insulin pump. Customer's blood glucose level was over 600mg/dl. The customer had not treated for the high yet. Troubleshooting was conducted, and the alarm was resolved by a complete set and reservoir change. The customer will be returning reservoir for analysis and receiving replacements.